Event description:
It was reported that the v.a.c. Therapy system was not functioning properly and the patient's wound worsened requiring hospitalization for surgical debridement. V.a.c. Therapy was resumed after debridement.

Manufacturer narrative:
Prior to initiation of v.a.c. Therapy, the would was documented as a "scab" on or about (B) (6) 2009 and was a stage IV pressure ulcer when evaluated on (B) (6) 2009 with a polymicrobial infection of the wound as determined by wound cultures. The patient was sent home, v.a.c. Therapy was initiated on (B) (6) 2009 and on (B) (6) 2009 the patient was told to start oral antibiotics (keflex), seven days after infection documented. Antibiotics were finished on (B) (6) 2009. The patient was treated with an activ.a.c. Therapy system from (B) (6) 2009 - (B) (6) 2009. Patient was admitted to hospital on (B) (6) 2009. Medical records indicate that the patient had an infectious disease consult for antibiotic management accomplished (B) (6) 2009 and the patient underwent surgical debridement on (B) (6) 2009. The unit was tested per quality control procedures and met specifications. The canisters were not returned for evaluation. The v.a.c. Therapy safety information states the following: "infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals, and instillation therapy parameters... As with any wound treatment, clinicians and patients/caregivers should frequently monitor the pt's wound, periwound tissue, and exudates for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling itching, rash, increased warmth in the wound or periwound area, purulent discharge, or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever gangrene, toxic shock, septic shock, and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucous membranes, disorientation, high fever, refractory and orthostatic hypotension, or erythroderma. If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact a physician immediately to determine if v.a.c. Therapy should be discontinued."